Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. Her blood glucose level went up to 600 mg/dl. She was not receiving insulin. Customer's current blood glucose level was 135 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.